Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: a visual examination of the returned complaint device noted that the clip assembly was returned with the device and no activations were found. A functional evaluation was performed and the clip assembly was able to open and close. The clip assembly was then actuated and deployed with two distinctive clicks were heard. The over sheath was detached from the over sheath grip and catheter. The returned device review showed that the device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was removed before the procedure. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.